Event description:
During the af procedure, noise was noted. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. In review of the file, it was determined the device used past the expiration date.

Event description:
Additional information confirmed the event date was april 12, 2019. The expiration date of the device was may 25, 2020. Therefore the device was not expired when used and is not a reportable event.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Additional information confirmed the event date was april 12, 2019. The expiration date of the device was may 25, 2020.therefore the device was not expired when used